Event description:
It was reported that the tip of the hex screwdriver broke off into the setscrew during provisional tightening. The setscrew was removed along with the broken fragment. There were no pt complications.

Manufacturer narrative:
The device has not been returned medtronic for eval. A review of the device history records found no documentation to indicate a non-conformance to specs. Unable to determine cause of the event.